Event description:
It was reported that during an implant attempt, the lead helix would not extend while in the patient. The physician was still unable to extend the helix of the attempted lead on the table. The lead was not used. The patient's superior vena cava (svc) was very tight so the decision was made to not replace the right ventricular lead. No patient complications have been reported as a result of this event. The patient was noted to be part of the (B)(6) study.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant attempt, the lead helix would not extend while in the patient. The physician was still unable to extend the helix of the attempted lead on the table. The lead was not used. The patient's superior vena cava (svc) was very tight so the decision was made to not replace the right ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable defibrillation lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.